Event description:
It was reported the gastrointestinal videoscope experienced a blackout, accompanied by an alarm warning message. The issue occurred during an gastroscopy procedure that was completed with a similar device. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
There is no new information provided by the customer.

Manufacturer narrative:
This report is being supplemented to provide additional information and results of the final investigation. Please see updates to d9, h2, h6, and h11. The device was not returned to olympus for inspection; therefore, the reported malfunction could not be confirmed. Based on the completed investigation, the root cause of the reported malfunction could not be definitively determined. The event can be detected/prevented by following the instructions for use: event 1:blackout. IFU document no.: rc3385, rev.: 12, section: warnings and cautions. 3.3 inspection of the endoscope. 3.8 inspection of the endoscopic system. Event 2:device alarm without cause. IFU document no.: rc3385, rev.: 12, section: warnings and cautions. Should any additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.